Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting the pump, and after doing so, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arose again, and they acknowledged this plan.